Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to their high blood glucose levels. The customer's blood glucose at the time of the hospitalization was 496 mg/dl. The customer expressed nausea and vomiting as symptoms of her high blood glucose levels. The customer was treated with an IV at the hospital. The customer stated that she had been in and out of the hospital due to her blood glucose levels. Troubleshooting was done. The customer stated that her insulin pump's drive support cap was protruding. The customer stated that she dropped her insulin pump three years ago. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Insulin pump had a protruded drive support disk noted during visual inspection. Insulin pump received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.